Event description:
Date of implant: 2007. It was reported that a pt underwent a surgical procedure with a sphere implantation. Approximately 10 months post-op, pt complains of chronic pain that has been unrelieved since the surgery. Positive discogram reportedly revealed the upper level symptomatic. Patient underwent a revision surgery to remove the implant and revise to a 2 level tlif. No other pt complications were reported.

Manufacturer narrative:
Device has not been returned to the MFR; therefore, product evaluation is not possible. Unable to determine the cause of the event.